Event description:
Customer reported stators not on error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the stator transformer. System operates as intended.